Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. After user download, normal device function resumed.